Event description:
It was reported that during the procedure, after pre-dilating the lesion with a trek balloon catheter, a 2.5x33 rx xience xpedition stent delivery system (sds) was advanced over a balance middleweight universal ii guide wire and to a moderately calcified, concentric, de novo lesion in an unspecified moderately tortuous vessel without resistance. After deploying the rx xience xpedition stent at nominal pressure, the rx xience xpedition sds was deflated, however, while negative pressure maintained, slight resistance was felt against the deployed stent when retracting the sds balloon from the stent. The rx xience xpedition sds was able to be retracted without further attempts to inflate/deflate the sds balloon and the stent was confirmed to be well apposed to the vessel wall. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
Concomitant product: guide wire: balance middleweight universal ii. The stent remains in the patient and the stent delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.